Manufacturer narrative:
Concomitant medical products: product ID ddmb1d4 ICD; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant the right ventricular (rv) lead showed undersensing during a ventricular fibrillation (vf) episode. The lead remains in use. No patient complications have been reported as a result of this event.